Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. System analysis on march 21 2017. No action required, using laser with no anomalies.

Event description:
It was reported that during a procedure ¿the laser popped with the error code 171 several times.¿ "the surgeon had to switch to an electro cautery device to perform the rest of the procedure." Patient outcome: "the patient was unharmed during the procedure."